Event description:
Upon xray, it was determined that the stem had completely fractured, mid shaft.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. Review of provided patient x-rays confirms a material fracture of the femoral stem. A search of the complaints databases against the provided product/lot code combination finds no other reports. A lot specific complaints database search was not possible against the femoral head as the required product code was not provided. Review of device history records and material certifications finds no related manufacturing deviations or anomalies that would have contributed to the event. No product problem has been identified. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.